Event description:
Information received by medtronic indicated that the customer alleged over delivery. Customer also had low blood glucose of 35 mg/dl. Customer's current blood glucose was 223 mg/dl. Customer had treated with food and glucose tablets. Customer stated that the drive support cap appears normal slightly indented. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.